Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that springs within the device could fall out during procedure. It was also reported that after receiving trial back from the surgeon, post use. They noticed that a spring was detached and was in open cavity.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.